Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction, including a negative prep using the one-way valve and the 60cc syringe. The super arrow-flex (saf) sheath was inserted into the patient's femoral artery and when the md inserted the iab into the saf sheath, strong resistance was felt as the catheter was about to exit the saf sheath. The md removed the iab and the saf sheath as one unit, keeping the spring wire guide (swg) in place. Another iab was prepped and inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required . The delay in therapy was listed as "a few moments while another catheter was opened, prepared and inserted."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.